Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and the low blood glucose levels. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with low blood glucose levels. The blood glucose levels were not provided during the call. The patient's mother did not want to provide information about the event. The patient was still admitted in the hospital.